Event description:
It was reported that the patient passed away and cause of death was unknown. The pump was not explanted and not returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the patient's outcome could not be conclusively established through this evaluation. A specific cause for the reported outcome could also not be determined. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was received. (B)(4) was not explanted for investigation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including death, in section 1, ¿introduction.¿ no further information was provided. The manufacturer is closing the file on this event.